Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out of range pacing and shocking impedance measurement and oversensing due to noise. It was also determined that the patient received inappropriate shocks and had loss of capture as well as pacing inhibition which resulted in asystole of less than two seconds. Based on fluoroscopy, this rv lead was fractured. This lead was surgically abandoned and was successfully replaced thereafter. The system is out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.